Event description:
Patient had successful implant in 2006. On a follow up visit at one week post-op, one of the device limbs was occluded due to thrombus. Physician placed a stent to resolve occlusion.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.